Event description:
It was reported that the physician attempted to insert the afocus ii catheter using the afocus ii loading sheath into an sl1 8fr introducer. The loading sheath appeared to collapse when being advanced so the physician applied force in an attempt to advance the catheter and in doing so damaged the valve of the sheath which caused the sheath to leak. The physician replaced the catheter with one of a different model number and continued to use the introducer despite the fact that it was leaking without consequences to the pt.

Manufacturer narrative:
The device is not being returned for evaluation. Review of the device history record is not possible as the lot number for the device is unk. Info obtained from the user revealed that the loading sheath the physician was attempting to advance into the sl1 8fr introducer was an 8fr loading sheath. A possible cause for the resistance encountered while advancing as well as the valve damage and subsequent leakage, was incompatibility of these two products being that their inner diameter size is the same. (B)(4).